Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. The user facility has been contacted for additional information. The initial reporter has stated that there was no patient injury and she had no further details regarding the event. Add'l info from uf report: protege. More than 10 days ago.

Event description:
Event desc: at 13:00, nurse hooked new argatroban syringe to protege 3010 pump. At 1500, syringe pump broke; orange light flashed - system: advisors/maintenance recommended. Entire 50cc of syringe administered to patient. Device usage problem: device failed (e.g broke, couldn't get it to work or stopped working). Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.